Event description:
It was reported, received phone call asking for new lag screw step reamer because staff suggested that it was dull, this was previously replaced approximately 6 months prior and has been used on approximately 10 procedures.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.